Event description:
It was reported that the 37751 recharger, used in the context of deep brain stimulation therapy, exhibited several issues including a frayed recharger antenna cable with wires coming apart and fraying on the edges, the recharger getting hot, the antenna cable feeling warm, and the device being reported as broken. The caller indicated a historical recurrence of antenna cable fraying, stating that "it keeps fraying," and described attempts to tape the cable, which were only partially effective. The patient denied any issue with the desktop charger. The frayed antenna cable had been present for the last couple of months, and the heating of the recharger and antenna cable was noticed in the last three days. The patient reported the frayed cable to their healthcare provider at a previous appointment. No testing or imaging was conducted. Patient services reviewed the upgrade process and initiated a request to replace the recharger and antenna cable for interim use, with plans to transition the patient to a wireless recharger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of (B)(4). (B)(6) recharger found a frayed antenna and frayed insulation on cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.